Manufacturer narrative:
FDA coding was missed in the initial report. Adding investigation conlusion codes 19, 18, 51, 61, 4307, 67, 4315. This is a follow up report to add these missed codes.

Event description:
This report summarizes 27 malfunction events where a midwest e plus 1:5 high speed contra angle attachment where they overheated. In 5 events, patients experienced minor burns that did not require intervention. In 22 events, no injury resulted.

Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 26 of 27 devices were returned for evaluation. 1 device will not be returned for evaluation. Evaluation of two devices found it to be within specification. Evaluation of twenty-three devices found excessive wear due to a lack of proper maintenance. Eleven of the devices had debris build-up. Evaluation of one device found excessive wear due to a lack of proper maintenance. There was evidence of the cap being stuck. There was evidence of the device had debris build-up. The devices did not heat up during evaluation. The devices was repaired and returned to the customers.